Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified -no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a pinhole leak just above the distal markerband. Tip showed no signs of tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. During functional testing, the device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres as per, wolverine, instructions for use, however, it was observed that a leak was occurring. A pinhole leak was identified in the just above the distal markerband. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.